Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a loss of capture at 5 v, 1 ms. The ventricular lead was capped and replaced.